Event description:
It was reported that an occlusion alarm occurred. Reportedly, air bubbles were observed within the pump supplies. Customer cleared the alarm and resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.